Manufacturer narrative:
Patient is a smoker with a history hypertension and hyperlipidemia and peripheral artery disease. Index procedure was prompted by stable angina. The investigator reported that previously reported mi was not related to the resolute integrity stent. Previously reported mi and subsequent revascularization occurred (B)(6) 2015 not 14 jan 2014 as previously reported.

Event description:
During the index procedure, two resolute integrity drug eluting stents were implanted in a patient, one in the lad and one in the cx. Approximately 15 months post index procedure, the patient suffered an mi. The mi was treated with pci to the lad and thrombus aspiration.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi/thrombus). Evaluation conclusions: inherent risk of procedure (mi/thrombus). (B)(4).